Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection and occlusion, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 48 mm xience xpedition device referenced is being filed under a separate manufacturer report number. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal right coronary artery (rca) with heavy tortousity, mild calcification and 99% stenosis. No intravascular ultrasound or optical coherence tomography was used prior to implantation of the absorb gt1. The vessel size was estimated with visual estimation and determined to be greater than 2.5 mm. The vessel was pre-dilated with a 3.0x12 nc balloon at 10 atmospheres (atm) pressure with residual stenosis reduced to less than 40%. A 3.0x28mm absorb gt1 was advanced to the lesion and deployed with 12 atm during which a long dissection was noted on the proximal edge of the scaffold. The scaffold was post-dilated using a 3.0x12 nc balloon at 20 atm. Immediately after deploying the scaffold, there was no flow observed from the area of dissection. A 2.0x15 nc traveler was used at 16 atm pressure to resume blood flow. The physician then overlapped the absorb gt1 scaffold proximally with a xience xpedition (3.0x48) at 16 atm. An antegrade dissection was noted again from the deployed xience xpedition to proximal part of the vessel. It is unknown whether the dissection was worsened by the xience xpedition. Another xience xpedition (3.5x18) was deployed at 14 atm overlapping the previously deployed xience xpedition to preserve the vessel. Timi iii flow was achieved post procedure and the patient is safe and recovering. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.